Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient was revised (B)(6) 2016. Operative report notes "presented in the office with disengagement of his femoral head from the trunnion of his hip that was done years ago. In addition, he had signs of damage of his trunnion and an elevated cobalt chrome level that were slight".

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was returned for evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The patient was revised (B)(6) 2016. Operative report notes "presented in the office with disengagement of his femoral head from the trunnion of his hip that was done years ago. In addition, he had signs of damage of his trunnion and an elevated cobalt chrome level that were slight".